Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter stated the pump powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed record of rebooting and an unconfirmed low battery warning on (B)(4) 2013 at 03:28. The rebooting was preceded by a replace battery alarm on (B)(4) 2013 at 03:44. The black box record revealed that the voltage was low. On examination, there was no damage to the battery compartment. The battery cap that was returned with the pump for investigation was evaluated and found to be within specifications. On investigation, the pump powered on normally. The pump was exercised for 24 hours without alarms or power issues. The electrical draws were tested and found to be within specifications. During the investigation, a replace battery alarm was induced and the pump responded with the appropriate audible and vibratory alert. The pump was opened for investigation and revealed no evidence of damage, defect or contamination of the pump¿s interior components. Investigation revealed low voltage in replacement battery and an unacknowledged warning.